Event description:
Bd inste autoguard bc 20 ga x 1.16 in IV catheter/needle. Lot: 3142368, manufacture date: 2023-05-01, expiration: 2026-04-30. Removed protective cap from needle, metal IV needle coming from side of plastic IV catheter with catheter bent to the side. Item noted used, metal needle placed in sharps container. Refer to add'l documents in i2k.